Event description:
On tuesday morning (B)(6) 2025, the participant picked up the nox device and was informed on how to use and put on the device. The participant used the device that same night (B)(6) 2025 and hooked up the device. The participant started the device and went to bed at 7:00 pm and woke up at 2:15 am in the middle of the night with a described burning sensation on his left index finger, the finger that was in the oximeter. He took off the machine and saw a burning mark on his left index finger. The left index finger burn has since resolved on (B)(6) 2025.